Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 125 ii assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 92024m800. Using worldwide field data the historical performance of the complaint lot was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 92024m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 125 ii assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: there was no additional patient information provided by the customer.

Event description:
The customer reported a falsely elevated architect ca 125 ii result for a patient undergoing treatment for ovarian cancer. The following results were provided for the patient: on (B)(6) 2019: 68 u/ml. On (B)(6) 2019: 2738 u/ml. On (B)(6) 2019: 1560 u/ml. No impact to patient management was reported.